Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The needle could extend from the outer tube. It was not possible to inject liquid when the slider was pushed. However, it was possible to inject liquid when the slider was pulled. The needle tube presented compressive buckling. No other abnormalities that could lead to the phenomenon of the reported event could not be confirmed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on additional information, we speculate that: it is determined that liquid could not be injected due to compressive buckling of the needle tube. Since friction resistance between the outer tube and needle tube has increased, compressive buckling might have occurred when the needle was extended. A likely mechanism causing friction resistance between the outer tube and needle tube might be the following: - the tube was coiled during the inspection for operation. - the slider was pushed abruptly. Nm-401l series undergo 100% inspection for appearance, needle operation, and injection during the production process. Therefore, it can be inferred that handling the device at the facility might have contributed to the reported event. The above device handling has been warned in the instruction manual.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) received the following report. During the ent procedure, two devices were used for botox injection into the larynx. According to the customer, all of the injection needles in the box malfunctioned. The needle was prefilled with botox before introduced through the working channel. When extending the needle from the sheath, fluid could not be injected (no flow). However, when retracting the needle into the sheath, fluid could be injected/flushed (flow). This problem did not occur when selecting needles from another box. There was no patient injury reported. This is the second of two devices.